Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The patient reported bleeding and irritation at the infusion site. As treatment the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. Inspection of the soft cannula did not it bent, kinked, or damaged. The device was received with cracks observed on both the top and bottom housings. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. The adhesive pad was returned with the device. Blood was observed on the adhesive pad. No damages or defects were observed that would result in bruising/bleeding at the infusion site. No damages or defects were observed that would result in irritation at the infusion site. The cause of the reported irritation could not be determined.